Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic renal resection, there was no problem in preparation of the bag into the patient¿s abdominal cavity. However, a piece of plastic from the bag was found in the abdominal cavity. This was seen in the camera. They took the bite out through the cannula and the case was completed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that the device was returned without the pouch. The flexible metal ring appeared intact. A functional evaluation found that the plunger was pushed and flexible metal ring protruded without difficulty. The plunger was pulled and the metal ring retracted completely into the shaft of the instrument without difficulty. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.